Manufacturer narrative:
MDR 9616066-2019-01820 created in error. Investigation results for suspect model mp9251-c are reported under MDR 9616066-2019-01912.

Event description:
It was reported that maxplus extension was attached to neutraclear, upon closer observation the rn noticed that the extension set was cracked at the male luer when attached to a nicu patient. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the user noticed a maxplus extension set cracked at the male luer and a neutraclear connector stuck down when attached to a nicu patient.